Event description:
It was reported that an ilet user experienced a low glucose episode following a brief hyperglycemic excursion attributed to missed meal announcement behavior while consuming chocolate milk, with continuous glucose monitor (cgm) showing a nadir of 56 mg/dl and glucometer confirmation at 70 mg/dl; the device issued a low glucose alert and the user treated with oral carbohydrates (chocolate milk), and the device component implicated by context was the user interface in relation to announcement steps. Symptoms included hypoglycemia and hyperglycemic with a peak of 189 mg/dl. Outcomes included minor injury of hypoglycemia with no lasting health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem, a usage problem related to improper or incorrect procedure, and an interface-related contribution tied to meal announcement workflow. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.

Manufacturer narrative:
Initial.